Manufacturer narrative:
Findings: no unexpected black circle/alarm icon noted. No button error alarm noted. No unresponsive buttons noted. All buttons function properly; however unit had moisture on keypad traces. Received unit with detached end cap sticker. Unit had missing end cap sticker, scratched reservoir tube window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 350 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.